Event description:
It was reported that during the attempt to cross the recanalization catheter through a heavily calcified lesion, approximately 10-20mm of the distal tip detached in the vessel. A second catheter was unable to advance and the procedure was aborted. There was no patient injury reported.

Manufacturer narrative:
The lot number has been provided, and the device history records are being reviewed. The sample has been returned for evaluation, and the investigation is currently underway.